Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt also experienced cramping when stimulation was at 4 volts. On (B)(6) 2011, the pt stated stimulation had not worked for about one month. The pt turned stimulation off in (B)(6) 2011. The pt had "difficulty from the beginning". One of the electrodes was determined to be non-functional. The pt developed breast cancer, needed to have an MRI, and wanted the system explanted. The pt believed, the "implant was put in wrong." On (B)(6) 2011, the pt was still having concerns with her device but had not sought further help. The physician contacted regarding this event stated to his knowledge the device had not been removed as of (B)(6) 2011. It was noted the pt incurred non-serious injury.

Manufacturer narrative:
(B)(4).